Event description:
It was reported that the pump's battery could not be charged. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made to follow up with the customer, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.